Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Event description:
Affiliate reported that after the implantation of a valve and bactiseal catheter the pt developed a high temperature and infections. As a result the surgeon removed the devices and treated the pt with antibiotics. Once the pt has recovered from the infection the pt will a new shunt system.